Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All additional information provided was reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable cause maybe a component failure. No batch lot number has been provided, therefore a review of the device history is not possible. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after applying a renasys touch and 300ml canister, the device gave a false full canister alarm. A delay greater than 30min was reported, but it is unknown how the treatment was completed. No patient harm reported. This happened to a very experienced customer in the renasys systems.